Manufacturer narrative:
(B)(4).

Event description:
The pt had a pump pocket seroma. On (B)(6) 2010, 50 ml was aspirated from the pocket. Two days later, 170 ml was aspirated from the pocket. On (B)(6) 2010, the pocket was aspirated again; the amount withdrawn was not reported. The pt was also started on clindamycin 300 mg po bid and bactrim ds 800 - 160 mg po bid. The outcome was reported as an "ongoing event". The severity was noted to be "mild". The device system was used to deliver dilaudid and bupivacaine.